Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid leaked out of a bd phaseal¿ protector (p14). There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(4) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields:

Event description:
It was reported that fluid leaked out of a bd phaseal¿ protector (p14). There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that fluid leaked out of a bd phaseal¿ protector (p14). There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: three picture samples were received for evaluation by our quality engineer. Upon visual inspection of the pictures, the label of the vial appeared wet, however, as the liquid is transparent it was difficult to confirm the leakage through the picture samples alone. A device history record review for the provided lot number (1602012) did not reveal any non-conformances during production that could have contributed to the reported defect of leakage. Two retained samples of lot number 1602012 were taken from the manufacturing facility for evaluation. Upon visual inspection of the retained samples, defects were not observed. The retained sample protectors were then attached to vials using the m12 assembly fixture; the protectors fit the vials properly and leakage did not occur. Based on the investigation results, a definite cause for the reported issue could not be determined. It is recommended that the m12 assembly fixture is used when connecting the protector product to ensure proper fit. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to current procedure. During assembly process, the operator performs the following inspections and tests according to current procedure. It is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Conclusions: the leak cannot be confirmed on the pictures (it is difficult to see it as the drug has no color). No defects were found in retained samples. No non-conformances were found in DHR (final lot#1602012, housing molding lots #1511016, 1511026, 1511038). The root cause of the defect cannot be established. Based on the low frequency of the defect and acceptable results for the retained samples tested and manufacturing process, it was determined that no CAPA is required.